Manufacturer narrative:
This report is submitted on october 30, 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The implanted device remains insitu.